Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to emergency room (ER) with a heartrate of 25 beats per minute (bpm) and recorded high out of range pacing and shock impendence measurements on both right ventricular (rv) and left ventricular (lv) channels. Additionally, loss of capture (loc) and minute ventilation (mv) chop was noted. The lv lead had been configured to the rv for pacing and the suspected cause for the lead issues were either uninserted or dislodgment. Testing with a pacing system analyzer (psa) suggested an issue with the lead, but when connected to the device, the impedance remained out of range. An x-ray scan confirmed the leads were properly positioned, though the rv lead appeared fractured. Subsequently, this crt-d was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to emergency room (ER) with a heartrate of 25 beats per minute (bpm). This device had recorded high out of range pacing and shock impendence measurements on both the right ventricular (rv) and left ventricular (lv) channels. Additionally, loss of capture (loc) and minute ventilation (mv) chop was noted. The lv lead had been configured to use the rv lead as part of the pacing vectors. Capture was restored once programming was modified. Intervention was subsequently performed and after trouble shooting, it appeared there was an issue with the rv lead integrity. An x-ray scan confirmed the leads were properly positioned, though the rv lead appeared fractured. However, this crt-d was successfully explanted and replaced. No additional adverse patient effects were reported. Additional information that this patient also experienced a syncopal episode was provided. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to emergency room (ER) with a heartrate of 25 beats per minute (bpm). This device had recorded high out of range pacing and shock impendence measurements on both the right ventricular (rv) and left ventricular (lv) channels. Additionally, loss of capture (loc) and minute ventilation (mv) chop was noted. The lv lead had been configured to use the rv lead as part of the pacing vectors. Capture was restored once programming was modified. Intervention was subsequently performed and after trouble shooting, it appeared there was an issue with the rv lead integrity. An x-ray scan confirmed the leads were properly positioned, though the rv lead appeared fractured. However, this crt-d was successfully explanted and replaced. No additional adverse patient effects were reported. Additional information that this patient also experienced a syncopal episode was provided. No additional adverse patient effects were reported.